Event description:
The facility rep reported a pump with an overinfusion during pt use. Contact with the facility has not produced any add'l info. There was no pt injury or medical intervention required.

Manufacturer narrative:
The device has been received in baxter, but has not yet been evaluated. A follow-up report will be submitted when an evaluation is completed.